Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received multiple unexpected restart alarms and external ram error alarms. The customer's blood glucose was 108 mg/dl at the time of incident. Troubleshooting done for external ram error alarm. The customer was advised to program a normal bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer declined to troubleshoot for unexpected restart alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. The insulin pump received with all operating currents within specification and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No alarms noted. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.